Event description:
It was reported that this device has less than three months battery remaining and during the recent checked, the device showed battery capacity depletion (bcd). Patient is dependent. Boston scientific technical services (ts) recommended device replacement. Patient has loss of atrioventricular (av) synchrony. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.